Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure treating an aneurysm in a renal fistula using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached a ruby coil in the target location using a non-penumbra microcatheter. The physician then attempting to place a podj, however then retracted to reposition the podj because it was deploying in the parent vessel. While retracting the podj, it unintentionally detached while partially within the microcatheter. The physician attempted to remove the detached podj by retracting the microcatheter; however, it was unsuccessful. The physician then made a new groin puncture on the other side of the patient, inserted another microcatheter, and placed additional coils and ruby coils to block the detached podj from going into the flow. The physician then deployed and detached two other ruby coils. Next, the physician tried to move the detached podj into the target location by pushing it with its pusher assembly and another coil pusher assembly; however, it was unsuccessful. The physician then used a snare device and removed the detached podj from the patient. The procedure was completed using additional coils and stents. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the podj stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was missing. The embolization coil was stuck inside the non-penumbra sheath and snare device. Conclusions: evaluation of the returned podj revealed that the sr wire was fractured. This damage was likely a result of forcefully retracting the device against resistance. The podj pusher assembly and non-penumbra microcatheter identified in the complaint were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.